Event description:
This complaint is from a clinical study. The angioguard xp delivery and the stent placement were successful. Pre-dilatation (4mm/10atm, brand unk) and post-dilatation (5.5mm/12atm, brand unk) were performed with balloon catheters. During the procedure, when the stent was placed in the target lesion, the pt's blood pressure was decreased. Dopamin hydrochloride was administered and he recovered 5 days later. According to the physician, this likely occurred due to carotid sinus reflex. There was no neurological symptom on the pt and he is out of the hospital now. The pt was a 63 year old male. The target lesion was right common carotid artery. There was moderate calcification and no vessel tortuosity, the rate of stenosis was 30%.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 1016427-2009-00177. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.